Manufacturer narrative:
Results - visual inspection of the lens showed that the lens was stuck in the cartridge. No visible damage to the cartridge and there was evidence of clear surgical residue. Conclusion - based on the complaint histrory and the evaluation of the returned products, a specific root cause of the event could not be determned. It should be noted that the injector was not returned for evaluation.

Event description:
The surgeon attempted to insert a plate collamer lens model cc4204bf. The lens was stuck in the cartridge prior to insertion and the cause was unk. The lens was not inserted and there was no patient contact or injury.